Manufacturer narrative:
An event of failure to shock, incorrect interpretation of signal resulting in arrythmia which caused unexpected medical intervention was reported. The device is implanted and is not expected to be returned. Gfes were performed to confirm the outcome of the event. Further information was received that programming changes were made and patient was stable. A device history record (DHR) review was not required per investigation procedure. The reported event of failure to shock, incorrect interpretation of signal was able to be verified by field rep through the episodes provided.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited failure to shock due to incorrect interpretation of signal. Programming changes were made successfully. The patient was stable.